Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. The complaint is not confirmed .when the trigger was pulled the jaw open/close as intended. However,visual inspection confirms that the lower jaw is bent downward. The root cause for the lower jaw bent is probably due to user mishandling of the device on the hard surface. But the definite root cause cannot be determined at this point. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point of time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via cst that during a rotator cuff repair procedure the expressew iii without hook jaws would not close and capture correctly. The sales rep stated that fragments were generated, but removed without additional intervention. The case was completed with no patient harm, but a five minute delay.